Event description:
The customer reported that his blood glucose read "high" (>500mg/dl) less than a day after the pod was activated and that the cannula was out of the skin.

Manufacturer narrative:
The device has not returned for evaluation. The customer reported that the cannula was out of the skin at the infusion site. If the cannula was out of the skin at the infusion site, if the cannula had not inserted properly or had dislodged, it would interrupt insulin delivery and could contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.